Manufacturer narrative:
Eval summary: based upon the inquiry information rec'd visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they rec'd an l3-002 error during the procedure. They changed the probe and the problem persisted. It was unk how the case was completed.